Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The package was found broken during inspection. There were cuts and holes. Sterility was breached.

Manufacturer narrative:
Qn#1900094556 per DHR the product visistat 35w 6/box lot # 73j2100447 was manufactured on 09/14/2021 a total of (B)(4) pieces. Lot was released on 09/27/2021. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73g2200157 the staplers were visually inspected and issue reported "broken package - sterility compromised" was not observed in the current manufacturing process. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The package was found broken during inspection. There were cuts and holes. Sterility was breached.